Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported that a motor stall was confirmed in the event logs with no motor stall recovery. The motor stall had been caused by the patient having an MRI about two weeks prior to report and, at that time, the pump was not checked. It was indicated that the patient experienced an increase in pain, so she went to the healthcare provider¿s (hcp) office on the day of report. There, the pump was checked and the motor stall and ¿stopped pump duration may exceed tube set¿ messages were seen in the logs. On the following day, it was reported that the pump was stopped on the day prior to report. It was seen that there was a volume discrepancy with the pump containing 9cc, but the programmer showing that it should have contained 2.9cc. The pump was not audibly alarming, but the stall had not recovered and tube set had occurred two days following the stall. The device system was used to deliver morphine. Four days later, it was reported that the patient had her pump replaced on the day prior to report. During the pump exchange, the catheter was unable to be aspirated, so the catheter was replaced as well. Later that same day, it was reported that the hcp started the patient off at a much lower dose of morphine. She was reportedly in the hospital at the time of report.

Manufacturer narrative:
Returned for analysis was only the pump and not the catheter. Analysis of the pump revealed no anomaly, normal device function. Pump logs showed that the motor stall had occurred on (B)(6) 2014 at 16:34 with ¿stopped pump period may exceed tube set¿ message on (B)(6) 2014 and the stall recovered on (B)(6) 2014.

Event description:
It was later reported that the patient had been taking oral dilaudid at the time of the event as well as a fentanyl patch that was given in the hospital around (B)(6) 2014 due to the increased pain. The patient was doing well at the time of the report and was back to the baseline dose of 3mg/day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.